Event description:
It was reported to boston scientific corporation that a ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the cutting wire wouldn't curve at an angle; therefore, the papilla couldn't be cut. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.

Manufacturer narrative:
(B)(4): a visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not curve (bow); the melted/split extrusion hindered the bowing functionality. During manufacturing, tome devices are 100% inspected so the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record was reviewed and found to meet all manufacturing specifications.